Event description:
Boston scientific received information that this right ventricular (rv) lead was fractured resulting in intermittent pacing. A revision procedure was performed and the rv lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
All available information indicates that the lead was surgically abandoned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.